Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead presented to the operating room to have a hematoma evacuation procedure. During the procedure the lv lead was dislodged. The lv lead was explanted and replaced. No additional adverse patient effects were reported.